Event description:
Customer reported his insulin pump's lcd screen is popping out. There are also two cracks next to the lcd screen. Customer does not know how the damage occurred. His blood glucose is 111 mg/dl. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).